Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal to mid left anterior descending. The vessel was an in-stent restenosis of a duraflex stent and concentric lesion. Lesion classification was type c. The lesion length was 50mm and vessel diameter was 3.7mm. Pre-dilatation was conducted with a 2.0x20mm balloon at 18atm for 30seconds. The first 2.5x28mm cypher stent was deployed at 14atm for 30 seconds. A 2nd 3.0x28mm cypher stent was deployed at 14atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Activated clotting time (act) was not measured. This is one of 2 products being reported for the same event. Please reference MFR reports #: 9616099-2008-00196 and 9616099-2008-00197. Please note: device is distributed outside the us. However, it is similar to the us product. Any additional info will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that 4 days post cypher stent implant, the pt complained of chest pain and went to the hosp. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. Approx 2 weeks later the pt recovered and was discharged from the hosp. Physician's comment: the possible cause of the thrombotic event was because the stent was under-dilated.